Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020, with blood glucose of 1100 mg/dl. The customer was treated with intravenous insulin drip. Customer was fainting due to heart issues. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer had alleged that insulin pump was under delivering. Customer also reported that the insulin pump had motor error alarm and the motor was not working. The insulin pump will be and reservoir will not be returned for analysis.